Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge due to difficulty charging. Antenna locate and 3 rounds of trickle charging the ins were unsuccessful at pulling the ins out of overdischarge. The patient was to meet with their hcp to discuss battery replacement. No patient complications were reported.

Manufacturer narrative:
The previous supplemental regulatory report did not have adverse event' selected. This has been corrected.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason for the overdischarge was that the patient stopped using the ins and then had difficulty coupling. It was noted that the patient had gained a significant amount of weight due to other medical issues. The patient still had not made an appointment with their hcp to discuss ins replacement. No further complications were reported.